Manufacturer narrative:
Visual inspection confirmed the reported complaint. Further investigation found the root cause to be related to a manufacturing process error. Corrective action has been implemented by the supplier to address this issue.

Event description:
It was reported that the drill broke while being backed out of the tunnel. The broken piece was removed from the surgical site using a grasper. No patient injury or other complications were reported.